Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer reported they were unable to exit from the preparing to prime loop. The customer stated they did not receive a second series of beeps and numbers did not appear on the screen during troubleshooting. It was also found the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 250 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.